Manufacturer narrative:
Patient's identifier and weight were not provided. When the requested information becomes available, a supplementary report will be submitted. Device evaluation results are not available. When the analysis is complete, a supplemental report will be submitted. This complaint is being submitted late due to the furloughs that resulted from the global pandemic and is captured within (B)(4).

Event description:
Per (B)(4), during clinical procedure, patient experienced loss or failure of implant to integrate.

Manufacturer narrative:
Updated b4 for report submission date, g1 for contact information, g3 for awareness date of new information, g6 for report type and h6 to report that the device was not received for analysis. This complaint is being submitted late due to the furloughs that resulted from the global pandemic and is captured within deviation 1412.